Event description:
A facility reported that when they went to use the cryosolutions 1pk cartridge (33518) all the gas came out. There have been no reports of patient involvement, injury, or surgical delay associated with this incident.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigations, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
The cryosolutions 1pk cartridge (33518) was not returned to the manufacturer after three good faith effort (gfe) attempts to retrieve the product. Lot number information was provided; device history record (DHR) was reviewed, and no abnormalities related to the reported issue was observed. Thus, a definitive root cause cannot be determined. The issue of gas coming out may be the result of damage to the o-ring on the customer's control unit or incompletely installing the cartridge. The customer is directed to follow the cryosolutions instructions for use (IFU) for appropriate assembly and handling.